Event description:
Pt was revised to address acetabular pain attributed to cup loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reported incidents against the product and lot code combinations since their release to distribution. A review of device history records and material certifications did not identify any related manufacturing deviations or anomalies. Review of provided patient x-rays by depuy bioengineering could not conclusively determine the root cause of the report. The investigation can draw no conclusion with the information provided. It is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.